Event description:
On (B)(6) 2012, a female pt was implanted with a thin-walled gore-tex stretch vascular graft for treatment of an aneurysm in the left thigh. On (B)(6) 2012, the pt was released from the hosp without any complications. It was reported to gore then on (B)(6) 2012, the pt presented with acute bleeding in the area of the left distal thigh. During the revision, the physician observed the endoprosthesis sweating along the entire length of the graft and anastomotic suture hole bleeding. The bleeding was controlled by oversewing the suture line and application of an active coagulation fleece. The pt is fine.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible. Without additional info, it is impossible to further investigate this event.